Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that following led to the malfunction: due to poor contact of printed circuit board, the endoscopic image could not be displayed. In regard to the poor contact of the printed circuit board, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center exhibited poor contact of the printed circuit board, and the endoscopic image was not being displayed. There was no patient involvement.